Manufacturer narrative:
Corrected data: b5: the reporter indicated that on (B)(6) 2023, a 13.2mm vicmo13.2 implantable collamer lens of a -16.0 diopter was broken when it was implanted. The lens was intraoperatively removed and replaced with a backup lens. No additional info has been provided from the reporter. Claim#(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associates lots were found. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 13.2mm vicmo13.2 implantable collamer lens of a -16.0 diopter tore/broke before insertion into the patient's eye. The replacement lens was implanted.